Event description:
Patient was found deceased, autopsy results are pending and no further information regarding the cause of death is available at this time.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed on this device.